Event description:
Customer reported an issue with the passport v monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. As a preventative maintenance, all the cables, hoses, and connectors in the co2 module were reseated. Unit was calibrated and safety tested to factory specifications.